Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the occlusion. Customer's past bg was not reported. As pump supplies were changed, tandem technical support could not identify possible cause of occlusion.